Event description:
The customer reported to olympus that the ultrasound wasn't working on the scope; there was no image displayed when using the bronchofibervideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional issues were identified during the device evaluation: a bending section cover leak, deep scratches in the distal end body, a cut in pink rubber, a bending section cover leak, bending section cover glue cracked, an olympus endoscope system morie image, an ultrasound image broken by two elements, and a collapsed insertion tube. Three attempts were made at the user facility for additional information without any additional information being supplied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.